Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. Unknown manufacturer: (B)(4). Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the unspecified bd arterial blood collection set, the device experienced insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: during using the abg, it found that the abg has insufficient blood flow issue.